Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device session records were not available for review. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. During device replacement for normal battery depletion, insulation damage was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences